Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿sensor 2 not working when tubing inserted¿ which were not reproduced. "Sensor 2 not working when tubing inserted" was verified through a review of the event history log by the presence of "air-in-line!" And "upstream occlusion!" Alarms in the log; however, it cannot be determined if these alarms are true or false. The reported symptom was found to be caused by cracks in the ultrasonic sensor flex tail pins, which were observed during an internal visual inspection. Evaluation determined the reported symptom by the customer "sensor 2 not working when tubing inserted" to be further clarified as the "air-in-line!" And "upstream occlusion!" Alarms noted in the event history log due to the device failure found during evaluation. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'sensor 2 not working when tubing inserted'. There was no known patient injury or medical intervention associated with this event. No additional information is available.